Event description:
It was reported that during an inferior vena cava filter placement procedure via the jugular vein puncture, the filter allegedly did not unfold after the release sheath was withdrawn and the filter remained intra sheathed under digital subtraction angiography irradiation. Reportedly, the filter was removed with a grasper together with a large sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos and an image were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during an inferior vena cava filter placement procedure via the jugular vein puncture, the filter allegedly did not unfold after the release sheath was withdrawn and the filter remained intra sheathed under digital subtraction angiography irradiation. Reportedly, the filter was removed with a grasper together with a large sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. One x-ray image and two photos were reviewed. The image demonstrates an unexpanded filter being snared. Both the photos show the denali filter with its legs crossed. What appeared to be tissue was noted on the crossed legs of the filter. Therefore, the investigation is confirmed for the reported expansion issue. A definitive root cause for the reported expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.